Event description:
It was reported that an ilet insulin pump displayed alert 38 indicating a motor stall at near full battery, and the user attempted three restarts without resolution while transitioning supplies; glucose readings reportedly remained stable and the user moved to backup therapy. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included device replacement shipment with instructions to power down and return the original unit, continued cgm use, and subsequent confusion regarding the return label and return process. Investigation included review of device performance history and user reports, remote troubleshooting and education, and assessment of return logistics. Investigation of this case revealed a motor stall alert consistent with a device mechanical/actuation issue, with no corroborated clinical harm and no device return available for physical evaluation at this time. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of returned product and limited data for confirmation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.